Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that the device has low power could not be confirmed. The device was tested and the complaint was not duplicated. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During an orthopedic surgery, reportedly the sagittal saw attachment was really weak (low power) and would not oscillate. On (B)(6) 2013, the user facility verified that the sagittal saw attachment would not oscillate at all and a spare sagittal saw attachment was available causing a two minute delay in surgery. No injuries or medical intervention was reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.